Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure for an unknown medical reason. During the procedure, it was reported that the guidewire allegedly found stuck on the tip of the puncture needle. It was further reported that the needle allegedly broke and stretched after it was inserted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f product are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire loaded an introducer needle and one guidewire hoop were received for evaluation. Visual, functional and dimensional evaluations were performed on the returned device. The guidewire straightener was noted loaded within the introducer needle hub. The guidewire was noted to be stuck within the introducer needle. The j-tip of the guidewire was protruding the introducer needle bevel. Uncoiling was not noted throughout the guidewire. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Small resistance was felt during attempt. The distal tip was noted to be bent. Therefore, the investigation is confirmed for the reported guidewire stuck and identified deformation and improper or incorrect procedure issues. However, the investigation is unconfirmed for the reported fracture and stretched issue as these issues were not identified during sample evaluation. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Although the definitive root cause for the reported physical resistance, difficult to remove, stretched and identified deformation issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure for an unknown medical reason. During the procedure, it was reported that the guidewire allegedly found stuck on the tip of the puncture needle. It was further reported that the needle allegedly broke and stretched after it was inserted. There was no reported patient injury.